Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with connecting the meter to the insulin pump. The customer also received an insulin flow blocked alarm. The customer removed the battery since the insulin pump would not stop beeping. The customer¿s blood glucose level was 416 mg/dl. They declined troubleshooting for the high blood glucose. The did not mention how they treated the high blood glucose. The connection issue with the meter and insulin pump was resolved. The device will not be returned for analysis.